Event description:
It was reported by the system longevity study (sls) team that the patient experienced phrenic nerve stimulation. It was also reported that there was a lead dislodgement. The lead was repositioned which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.